Event description:
It was reported that during a percutaneous coronary intervention, the stent dislodged from the balloon. The target lesion was located in the right coronary artery (rca). As the physician advanced the 4.0x16mm promus element stent into the non-bsc y-connector the stent got stuck and dislodged from the balloon. The y-connecter containing the dislodged stent was removed and the procedure was completed with a different device. No patient complications were reported the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the stent dislodged from the balloon. The target lesion was located in the right coronary artery (rca). As the physician advanced the 4.0x16mm promus element stent into the non-bsc y-connector the stent got stuck and dislodged from the balloon. The y-connecter containing the dislodged stent was removed and the procedure was completed with a different device. No patient complications were reported the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the stent was returned to the complaint investigation site inside a y-connector and could not be removed. The stent delivery system (sds) was not returned. A visual and microscopic examination of the device found the stent to be damaged inside the y-connector. The proximal end of the visible section of stent appeared stretched. A substance was resting on struts on the 3 rows from the distal end of the stent. This substance has a similar appearance (colour and texture) as the valve of the y-connector which the device would have passed through and the proximal end of the stent was still stuck inside this valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).